Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the no delivery test due to prime anomaly. The insulin pump was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they received no delivery alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer's father stated that they did not try different cannula lengths. The customer's father stated that the insulin was not expire or denatured. The customer's father stated that the sites were rotated. The customer's father stated that the tubing was not bent or kinked. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.